Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the patient¿s right ventricular (rv) lead the patient went into a temporary complete heart block. The rv lead remains in use. The patient is a (B)(6). No further patient complications have been reported as a result of this event.